Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's spouse reported the patient lost stimulation (B)(6) 2017. Reportedly, the patient failed to recharge his scs system due to undergoing chemotherapy. Consequently, the ipg would no longer communicate with any external devices and the patient programmer displayed an error message. As such, the ipg was deemed inoperable. Surgical intervention is pending as the next course of action to address the issue.

Event description:
Follow-up identified surgery took place on (B)(6) 2017 wherein the ipg was explanted and replaced with a different resolving the issue.